Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, there was a tip rupture. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, there was a tip rupture. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
The fiber was returned and upon receipt, it was thoroughly analyzed. Visual examination of the device revealed the glass cap and metal cap were detached and not returned. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The reported event was confirmed, as the analysis of the fiber identified that the glass cap and metal cap were detached. The observed glass cap and metal cap detachment is consistent with a fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glass cap and metal cap detachment/separation. The interaction between the user and device, caused or contributed to the observed fiber tip damage. According to the device instructions for use (IFU), increase irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on device analysis results, an investigation conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, there was a tip rupture. The procedure was completed with another fiber without patient complications.